Event description:
Caller reported cartridge alarm 20, and there was no adverse impact to the customer¿s blood glucose level. Customer experienced cartridge alarms with consecutive cartridges, confirmed by technical support, leading to the decision to replace the pump. Technical support informed the customer that they would receive a replacement pump with updated software, provided necessary instructions, and confirmed shipping details. Customer will continue to use their current pump as a backup therapy during this process.